Event description:
Customer reportes receiving a result of 174 mg/dl on their freestyle blood glucose monitor. Based on this reading, customer took an extra dosage of insulin, and the began to experience symptoms of hypoglycemia. Customer felt dizzy, faint, and was experiencing chest pains. Paramedics were called, and customer was taken to the hospital where an intravenous treatment and glucose were administered in order to normalize glucose levels.